Event description:
It was reported that a patient underwent a sling procedure with rectocele repair on (B)(6) 2003. It is reported that post operatively the patient has experienced infection, urinary retention, hemorrhoids, pain, bleeding, urinary incontinence, constipation, has been treated with medications and has undergone additional medical procedures. The patient wishes to remain anonymous.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. Patient (B)(4) - hemorrhoids, (B)(4) - constipation. Device (B)(4) - urinary retention. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Since the initial sling procedure, the patient has experienced multiple infections (uti & chest infection), cellulitis treated with antibiotics, a-fib, rash, swelling, increased blood pressure and continued pain. The patient has also experienced several types of reactions that may be related to other medical treatments she has received. No additional surgical intervention has been performed or scheduled. (B)(4).